Event description:
It was reported the gastrointestinal videoscope presented image fault- interference lines during a diagnostic procedure, device inside sedated patient. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.